Event description:
Went to (B)(6) offsite MRI for an open MRI of my cervical spine. During the test, I was burned on my stomach by the MRI machine. My burns were severe and are still not completely healed as of (B)(6) 2016.